Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The generator and the filament were calibrated. The system was tested and operates as intended.

Event description:
The customer reported a kilovolts peak, low milliamps and regulator failure error message during fluoro of the 9800 system. No patient injury was reported.